Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2014. The original surgery was dated(B)(6) 2014. The revision surgery was a result of knee instability. Full details of the revision surgery are unavailable, however based on the original usage ticket a femoral component, tibial baseplate, insert and retaining bolt were implanted at the time of the original surgery in (B)(6) 2014.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.